Manufacturer narrative:
Steris has contacted the customer for additional information regarding the reported event. To date, we have not received a response from the customer. A follow-up MDR will be submitted should additional information become available. Per the exposure controls section in the safety data sheet, it states the following: "wear chemically resistant protective gloves".

Event description:
The user facility reported the user took off her gloves and then picked up a bottle of minncare hd. The user had a cut on her right hand finger which was not related to product/event. The hand which had the cut, encountered the solution, on the side of the bottle. The exposure of the solution resulted in whitening of the finger and burning. The user called chemtrec and she washed her hands with soap and water for 5 minutes.